Manufacturer narrative:
Product event summary the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The full lead was returned with a delivery catheter and valve tool separate from the lead. The lead was able to be passed through the returned delivery catheter with no resistance or obstructions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the left ventricular (lv) lead implant procedure, the lead was placed into the lateral coronary vein, and was unable to advance. The physician attempted to pull back the lv lead but was unable to withdraw the lead into the guide catheter system. The entire delivery system including the lv lead was removed. After withdrawal, the lv lead moved freely once out of the body. No patient complications have been reported as a result of this event.